Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: anspach emax 2 plus burr motor went down during a case. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding went down during a case failure of p/n: 110940, s/n: (B)(4). There have been no other events for the referenced serial number. Trend request for this part number has been submitted (trend request (B)(4)). Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the device was evaluated per (B)(4) anspach emax 2 plus burr motor and the reported event was confirmed. .

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor. The case was then completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor. The case was then completed successfully.